Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Longevity calculations noted two years remaining on this pacemaker, however six months ago the estimate was four years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement or re-evaluation of battery status in 90 days. This device remains in service. No adverse patient effects were reported.